Event description:
Per the clinic, the patient developed tinnitus and experienced a performance decrement. The patient also has countless episodes of sudden hearing loss and dizziness leading to hospitalization (specififc date and duration not reported). Subsequently, the patient was treated with oral steroid resulting in improvement of symptoms and preservation of residual hearing. Troubleshooting at the clinic did not resolve the issue and clinical management of the patient is ongoing. The implanted device remains.